Event description:
The lay user/patient alleged that his meter was prompting an error 5 and eventually was powering off during use. The pt stated that he was unable to use his meter for several weeks. He reported that he was first obtaining an error 5 message intermittently and then the meter began powering off during use. He began to use his spouses's meter as a back up meter. In 2005, the pt began to feel shaky and sweaty. He then had blurry vision and a headache. He attempted to test on his meter and it would power off during use. He tested on his spouse's meter and obtained the result of 38 mg/dl. The paramedics were called and they treated him with glucose. His spouse gave him orange juice and food. The patient stated that he normally takes lantus and humalog and he continued to take it when his meter was not functioning, using his spouse's meter to adjust his humalog dose. The patient was not taken to the hospital; he felt better after the food and glucose. Although it does not appear that the meter issues led to the injury (he was able to test prior to the event and after on his spouse"s meter), the meter issues were not resolved with troubleshooting. A replacement meter has been sent to the patient.